Event description:
MFR rec'd a report of a crossbrace breaking on a manual wheelchair. This allegedly resulted in the user falling and sustaining a broken knee. Evaluation by the MFR has not been permitted.